Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted from the right ventricular (rv) lead on stored electrograms (egm). It was also noted that there was a failed right atrial (ra) lead position check. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.